Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a patient called in an inquiry about the material composition for the ar-1588al-cp2 implant system, ar-1588tnt2 fibertag tightrope ii abs, ar-1588rtt2-ib fibertag® tightrope® ii implant, ar-5511-cp implant system, and ar-3740sp double loaded knotless knee fibertak® anchor. There was no allegation of product deficiency or adverse events reported within this inquiry. On (B)(6) 2025, it was reported by the patient via phone that she underwent an acl reconstruction on (B)(6) 2024 where the ar-1588al-cp2 implant system, ar-1588tnt2 fibertag tightrope ii abs, ar-1588rtt2-ib fibertag® tightrope® ii implant, ar-5511-cp implant system, and ar-3740sp double loaded knotless knee fibertak® anchor were implanted. The patient began to experience an allergic reaction in (B)(6) 2024 the allergic reaction was confirmed by a physician. The patient had a visible rash, blisters, and oozing out the incisions. Her leg, knee, and ankle were swollen with fluid. It would go and come, this happened until the procedure in (B)(6) 2024 where they went in and cleaned scar tissue. After this procedure, the reaction worsened it spread to the whole right leg. This has been an on and off issue since. The patient was prescribed methylprednisolone 4mg to treat the reaction.